Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure, the generator failed to adequately cauterize. No patient injury. Unit to be returned for repair. No additional information. Lp-20-120 leep 2024-03-0000766

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 09/01/2021 under wo#'s (B)(4) and shipped on 09/01/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Findings can vary between not confirmed to damage. Product receipt: the complaint unit was returned on a repair. However, the unit was reviewed 3/21/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the unit was evaluated and found to function to specifications free of defects. As the device was found to meet all visual and functional test specifications a root cause is not applicable. Complaint was not confirmed. The unit was evaluated, tested free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.